Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported charring on the female end of the ac power cord. The device was returned to the biomedical engineering department with an unsigned note that stated, "not functioning." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, it was noted that there was a hole at the strain relief and charring on the female end of the ac power cord. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.